Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, unexpected restart error test. The insulin pump alarmed compromised force sensor during basic occlusion test due to moisture damage on the force sensor resistor. Analysis was unable to perform occlusion test, prime test, excessive no delivery test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clips lot, broken battery tube threads, cracked display window, cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 175 mg/dl at the time of the incident. The customer stated that they changed the battery and was not able to get out of fill tubing and rewind process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.